Event description:
It was reported that this left ventricular (lv) lead was explanted and replaced due to observations of high pacing thresholds and high out of range pacing impedances greater than 2500 ohms. The lead had not been returned for analysis at this time. No additional adverse patient effects were reported.